Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and insulin flow blocked alarm. The customer reported blood glucose value of 480 mg/dl. Hyperglycemia was treated using insulin pump. The event involved product(s) mmt-7020mla, mmt-332a, mmt-242a, mmt-1715k. Troubleshooting was not performed for insulin flow block. Customer reported past alarm event and issue was resolved. Troubleshooting was partially performed for high blood glucose. Pump passed the displacement test. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7020mla. No product return is required for mmt-332a. No product return is required for mmt-242a. Mmt-1715k was requested and customer response was the device will be returned. The customer will discontinue the use of the device mmt-1715k.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at 0.0873 inches. Pump¿s history and trace files downloaded successfully using thus software. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on 03/10/2025 at 05:21:46.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. In further full review of the pump history on the event date of [13-mar-2025] bolus daily delivery total was [26u]. Basal daily delivery total was [29.2u]. No damage noted at the electronic assemblies during visual inspection. P-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked belt clip rails. Alleged insulin flow block alarms not confirmed during testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.